Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal luer port where the insufflation tube connects was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal seal was analyzed and found to have an broken port at the lower housing. The broken piece measuring roughly 5.00 mm in length. Further inspection found no abnormally sharp or damaged components that could have contributed to the port breaking. The broken piece was not returned with the accessory and was missing. The complaint regarding a broken luer port was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.